Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect device for investigation. To start the investigation, the unit was powered in ventilate mode where the unit ventilated normally and without fault. The events log was reviewed and review of the events log show no 'vent inop' conditions occurring within the reported event. The reported event was unable to be confirmed or duplicated.

Manufacturer narrative:
The customer reported they would like to send the ventilator for factory evaluation and testing. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device had stopped on a patient. The customer reported the respiratory therapy notes do not say whether the ventilator shut off, does not indicate any alarm was heard, does not indicate whether the flow stopped to patient, and whether or not the ventilator was still running. The customer reported there was no patient consequence associated with the event.